Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it remains implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a patient experienced a cerebral infarction after pipeline flex implantation. The patient underwent pipeline flex implantation in the treatment of an unruptured, fusiform aneurysm in the left, cavernous internal carotid artery (ica). The aneurysm max. Diameter was 31.0mm and neck width was 14.0mm. There were reportedly no device issues during implantation. Prior to the procedure, the patient¿s mrs was 1. One day post-procedure, it was reported that the patient experienced symptomatic cerebral infarction in the pipeline treatment region. The patient¿s mrs was 4. The patient reportedly recovered 20 days later. One month post-procedure, the patient¿s mrs remained at 4. Six months post-procedure, the patient¿s mrs was 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.